Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19's during basal delivery and while loading multiple cartridges. Tandem technical support assisted the contact and a cartridge was successfully loaded. The customer's blood glucose level was 115 mg/dl.